Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced pericardial effusion that required pericardiocentesis, pericardial drain left in place, and prolonged hospitalization. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced pericardial effusion that required pericardiocentesis, pericardial drain left in place, and prolonged hospitalization. The patient had a pericardial effusion that was discovered in the waiting period at the end of an atrial fibrillation/flutter procedure when anesthesia noted that the patient's blood pressure had dropped. The soundstar was advanced into the body, and a significant pericardial effusion was discovered. Pericardiocentesis was completed and the anticoagulants were reversed. It was reported that "two large syringes of bright red blood were removed." The patient was stabilized and transferred to the intensive care unit (ICU) for further monitoring. The pericardial drain was left in place. The activated clotting time (act) averaged over 350ms during the procedure. Additional information was received which indicated that the cause of the adverse event is still unknown. After following up with the physician, the patient¿s status recovered post pericardiocentesis and required extended hospital stay. Since the event was initially called in on (B)(6) (day of event), it has since been classified as cardiac tamponade. The effusion was discovered after the use of biosense webster products in case using only radiofrequency (rf) energy (qdot catheter). Force was visualized via graph, dashboard, vector, and standard visitag filtering (3, 3, 25%, 3). The physician did the procedure with a single transeptal puncture with the second transeptal sheath buddied across the septum. Activated clotting time (act) values were therapeutic (target 350), and the ablation set was pulmonary veins, roof line, and cavo-tricuspid isthmus line (cti) line.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).